Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hartman procedure. According to the reporter: oral side was transected with (B)(4) stapler. Since the piston was quite low (1 or 2 cm above the dentate line), the rectum was transected with 2 firings. First firing was performed with egia30amt and second firing was performed with egia45amt. The surgeon kept holding the tissue for about 20 seconds after grasping and firing. The device head was maximally articulated. At firing, the device worked properly and the handle could be squeezed without difficulty. After resection, another surgeon inserted his finger from anus to confirm the surgical margin and noticed his finger stuck out from the stump. Since the tissue could not be excised additionally, the procedure was converted into the miles operation and completed without further problem. There was tissue damage and unanticipated tissue loss. Operating time was extended more than 30 minutes. The patient is in stable condition. No buttress material was used with this device.